Event description:
It was reported "pump failure". In additional information, it was also reported that the user powered the pump on for use, but it "shut down" after about 2 minutes. The user stated the pump was plugged into power while not in use. The user states that the pump was not used on a patient. A second pump was acquired and used with no delay in therapy. No patient involvement reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "pump failure" was confirmed upon the field service. The customer returned an ac3 cpm board with 3.11.00 firmware, a martek power supply, an alarm board, a power switch, and the front panel cables for investigation. Visual inspection of the returned samples was performed, and no abnormality was noted. The power switch was tested for continuity and passed. During the functional testing, the display reset by itself while continuing to pump and returned after a few seconds. Based on a review of the device history record (DHR), the product met specification upon release; however, the received products did not meet specifications during the complaint investigation due to the display resetting. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pump failure". In additional information, it was also reported that the user powered the pump on for use, but it "shut down" after about 2 minutes. The user stated the pump was plugged into power while not in use. The user states that the pump was not used on a patient. A second pump was acquired and used with no delay in therapy. No patient involvement reported.